Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The full drive system test could not be performed due to the motor error alarm. The motor passed the motor test. The insulin pump also had some cosmetic damage.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during cannula filling process. The customer was able to rewind the device and finish the manual prime/tubing filling process. But, when they wanted to fill the cannula, the insulin pump alarmed motor error, again. The customer used their other insulin pump ads a backup plan. The customer's blood glucose was unknown. Nothing further was reported.